Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation procedure, she was seeing flickering in both eyes. She explained that when she goes into a store & tried to read a label, she was seeing the flickering across her central vision. She also experienced glare, halos, blurry vision and hypermetropia. She had a hard time reading small print in the grocery store due to "flickering". She stated that she had trouble making out faces in the restaurant due to things being foggy. There are two medical device reports associated with this patient. This report is associated with the right eye.